Event description:
Customer stated that the meter shows horizontal lines at the top and bottom of the screen when they insert a code strip. A review of the system was conducted over the phone. The review indicated that segments were missing from the display. The customer was asked to return the meter for further evaluation and a replacement was provided. The customer was invited to call 24/7 for future questions/concerns.